Manufacturer narrative:
Investigation conclusion: clinical affairs tested one (1) returned patient swab sample using qv sars kit lot 707248, pouch lot 152046. At the ten-minute read time, the quickvue at home otc covid-19 test yielded a valid, positive result. Since only one swab was provided, no further testing was conducted. Investigation summary: clinical affairs received one (1) dry transport system swab on (B)(6) 2021. Customer did not provide a product lot number, therefore in response to your complaint, we tested the returned patient swab sample using qv sars kit lot 707248, pouch lot 152046. At the (10) ten-minute read time, the quickvue at home otc covid-19 test yielded a valid, positive result. Since only one swab was provided, no further testing was conducted. The information you provided has been documented and will continue to be monitored. Root cause: dup with returns. Source: email.

Event description:
Reported false positive results. The consumer communicated the results were confirmed negative by molecular (pcr testing).